Event description:
It was reported that an ilet pump was dropped, resulting in a cracked screen and an unresponsive display, and the user experienced elevated blood glucose during the event. Symptoms included hyperglycemia with a reported peak of 284 mg/dl and approximately two hours above 180 mg/dl, without ketone testing, medical intervention, or need for assistance. Outcomes included the user administering subcutaneous insulin via pen as back-up therapy and planning to start up a replacement device, with no immediate adverse health effects reported. Investigation included complaint intake, confirmation of device damage, and coordination of replacement and return for evaluation. Investigation of this device revealed physical damage to the display interface consistent with user drop impact, which rendered the screen nonfunctional and interfered with normal use. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.